Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure, an insulation breach was visually noted on the right ventricular (rv) lead. A competitor lead repair kit was used, and the lead repair was sutured and glued onto the location of the insulation break. There were no noise episodes noted and the lead did not exhibit any electrical anomalies. The patient was asymptomatic and stable throughout.